Manufacturer narrative:
Device sample not received by MFR at time of this report. Per DHR, the product auto endo5 ml, lot#01a1400032 was manufactured on 01/06/2014, a total of (B)(4) pieces. DHR investigation did not show issues related to complaint.

Event description:
Alleged issue: during surgery, the applier was jamming. A clip was lodges in the applier and the next clip appeared to be broken. No reported pt injury. Pt's condition reported as fine.